Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 445 mg/dl. The customer treated with manual injections. The customer stated that her infusion sets kept bending. The customer stated that she inserted and started to get a no delivery alarm. The customer stated that the no delivery occurred during bolus. The customer stated that she inserted 2 more and they were both bent. The customer stated that the alarm was resolved by a complete set change.